Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother stated that the insulin pump alarmed no delivery. Prior to the event, the customer was about to eat breakfast and give himself a bolus. The customer's mother stated that the pump has alarmed no delivery four times after set changes. The pump did not alarm no delivery after a set change in troubleshooting. The blood glucose reading was 441 mg/dl. No further information was provided.

Manufacturer narrative:
Evaluated one opened and used reservoir. Inspected reservoir, snap-cap and septum for anomalies. None were found. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per specification. No occlusion found.